Event description:
Pt underwent removal of a brain meningioma in 1999. Surgeon expressed concern about possible malfunction of co2 analyzer on 8/27/1999. Machine was examined by contractor who determined that a small leak in the sampling line was not significant enough to cause a problem. Pt is now alleging injury resulting from co2 analyzer leak.